Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2 mm micl13.2 implantable collamer lens and the lens was noted to be torn. The lens was removed with no patient injury and the back-up lens was implanted. The reporter stated the cause of the lens damage was due to a loading error.